Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; the event was confirmed during testing. One device was found to have high impedance during testing. One device was found to have a loose switch. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device caused the device to operate when not intended. There was no patient involvement; no patient impact.